Event description:
When the box was opened, it was found that the centralizer was missing.

Manufacturer narrative:
The device was not available for identification or evaluation, however, the sales representative was present at the surgery and confirmed the event. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.